Manufacturer narrative:
Date of report : 02/18/2019, date rec¿d by MFR : 01/29/2019. Failure analysis on the returned touch screen shows that this customer returned touch screen s/n (B)(4) resistance ratio is within specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 8nov2018. (B)(4) international UDI #. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a touchscreen fault. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 09jan2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit device has returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.